Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 1st, packing and 2nd, packing of the cement (p/n: 3172080) had been stuck together with something like glue when a nurse opened it during the tka surgery on (B)(6) 2019, and since the product sterilization could not be guaranteed, it was not able to use for the surgery. The surgery was completed by using alternative cement. There was no harm to the patient. It was unknown whether there was a surgical delay or not. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (closure codes and device codes). Product complaint (B)(4). Investigation summary : the complaint states: ¿it was reported that the 1st, packing and 2nd, packing of the cement (p/n: 3172080) had been stuck together with something like glue when a nurse opened it during the tka surgery on (B)(6) 2019, and since the product sterilization could not be guaranteed, it was not able to use for the surgery. The surgery was completed by using alternative cement. There was no harm to the patient. It was unknown whether there was a surgical delay or not. No further information is available.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.